Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to assessment of user facility information and retention samples from the reported lot # product code. Visual inspections confirmed no anomalies. Magnifying inspection of the platinum coil segment and stainless steel coil segment revealed no anomaly or irregularity. The outside diameter was confirmed to meet specifications. The retention sample was subjected to tactile examination, no lodging or catching feel was perceived. A review of the device history record and product release decision control sheet for product/lot# confirmed there were no indications of product-related problems. A search of the complaint file did not find any other report of this nature with the involved product code/lot# combination is normal product. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00318 to provide additional information regarding evaluation of the returned sample. The involved device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed that the separated piece of platinum coil had been stretched. Visual inspection of the guide wire found that the platinum coil had been fractured at the joint at 30mm from the distal end of the normal product and separated from the shaft, where the core wire was exposed. Closer inspection of the exposed core wire found that the distal segment had been fractured. The core wire on the normal product should be 30mm in length. The core wire on the actual guide wire sample measured approx. 22mm in length. From this it is likely that a distal segment approx. 8mm in length is missing from the guide wire. Electron microscopic inspection of the fracture on the core wire found that the core wire had been diminished toward the end of the fracture. The stretched platinum coil measured approx. 300mm in total length. The normal platinum coil is 30mm in length in the state of being coiled on the normal product and is 360mm in length when it is extended into a straight shape. From this it is likely that the distal segment approx. 60mm in length is missing from the platinum coil. A review of the device history record and shipping inspection records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Simulation testing was conducted on current product sample. The guide wire sample was inserted in a phantom vessel and let to get trapped on the distal end. In that state, a pulling force in the proximal direction was given to the guide wire sample. As the result, the core wire got fractured at approximately 6mm from the distal end and the platinum coil got fractured at approx. 29mm from the distal end. Electron microscopic inspection of the fracture cross-section of the core wire revealed that the outside diameter had been diminished toward the end of the fracture. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with the sheath having been pulled in the withdrawn direction in the state of the distal segment being trapped by an object, resulting in the generation of the fractures of the core wire and of the platinum coil. The device labeling does address the potential for such an event in the instructions-for-use by statements including: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Observe the tip response when turning the guide wire and avoid turning in the same direction (in the clockwise direction) more than three times when the tip is stationary." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00318 to provide additional information regarding evaluation of the returned sample.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 2 for mfg. Report # 9681834-2014-00318 for correction of type of reportable event.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2014-00318 for correction of type of reportable event.

Event description:
The user facility reported that during an intervention of a rca graph, the distal tip of the rtns wire separated from the rest of the wire and was unable to be removed from the vessel. Follow up communication with the user facility reported the following information: (1) two stents were placed over the wire and a vein graph was open; (2) when removing the wire tension was felt; (3) the wire broke off and began to unravel; (4) patient went to surgery and had 30cm of coil portion of wire removed; and (5) the patient is reported as stable.